Event description:
The customer reported being hospitalized several times for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 300 mg/dl. The customer stated that the insulin pump was disconnected since her last admission and currently she is on manual injections. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a leaky capacitor on the motherboard. However, the device passed the bolus and occlusion tests.